Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was in backdown position. The needles were still in pre-deployed position and there were no slacks on the sutures. The sheath appeared normal. During the investigation, the guide wire patency was performed. The guide wire was backloaded and frontloaded without a problem or resistance. The hemostatic valve and exit ramp were checked and both were found normal. Based on the investigation, the device performed according to specification; therefore, the root cause for reported complaint could not be determined. It was also reported that the device could not be placed due to calcified artery. It is unknown if calcification of the femoral artery contributed to the event. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Device 1: prostar (12322-02/940306h); guide wire: 0.035 j-guide. The device is expected to be returned for evaluation. It has not yet been received. The first and third prostar (12322-02/940306h), are each being filed under separate MFR number.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure during a perclose technique of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the first prostar xl was inserted through the guide wire successfully and the sutures were deployed. During device removal, to maintain guide wire access, an attempt was made to re-insert the non-abbott guide wire, but difficulty was encountered and it could not be advanced past the distal end of the guide wire exit port of the device. A second non-abbott guide wire was successfully used. The first device was removed and the second prostar xl device was attempted to be used; however, it could not be placed due to the calcified artery. The third prostar xl device also could not be placed due to the calcification. After the interventional procedure, the sutures from the first prostar xl together with manual compression were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.